Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombosis could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. While placing the steerable guide catheter (sgc) in the septum, it was observed at the left atrium there was thrombus. After retracting the sgc, and aspirating, the procedure continued with a new sgc. Two xtw clips were implanted without issue. Reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.